Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the screen was blank. The customer resolved the issue by hard booted device. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system screen went black and need to do hard reboot. The customer stated that this malfunction occurred when user trying to issue medication to patient, resulting in delay. There were no adverse events or injuries reported based on this event.